Event description:
A malfunction was reported on a pump by the caller, who noted no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information needed to reset the pump, as they did not have the charger at the moment. The customer planned to reset the pump independently and stated they would call back if they encountered the alarm again after performing the reset.